Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness of the zoom lever not maintained, switch 1 malfunction, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to the extension of the angle wire, scratches on the insertion part serpentine tube, liquid leakage observed in the operation part, scratches on operation part, dirt on operation part difficult to remove, curved rubber adhesive missing, tip cover scratched, illumination lens chipped, adhesive part of the lighting lens has peeled off, scratches on switch box, scratches found on up/down knob, scratches found on the right /left knob, air supply port (water supply pipe) loose, scratches found on right/left angle fixing knob, paint on the air/water supply cylinder peeled off, scratches on the operation part cover, scratches on grip, forceps stopper scraped, scratches on universal code, scratches on the coloring, and scope connector scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera duodenovideoscope for switch 1 button not working and air/water leaking. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was found peeled off and there was a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (glue of distal end light guide lens peeled off) was due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.